Event description:
A 1059 mayfield skull clamp slipped on a patient and caused a cut which required staples.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.